Event description:
It was reported that after groshong catheter implantation, there was a crack from the outer catheter (outer surface of the patient skin) when the dressing was peeled off with the same product for a statlock replacement on (B)(6). (Around 49 cm). No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that after groshong catheter implantation, there was a crack from the outer catheter (outer surface of the patient skin) when the dressing was peeled off with the same product for a statlock replacement on (B)(6). (Around 49 cm). No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed, but the root cause remains unknown. The product returned for evaluation was one 5fr dl groshong nxt catheter. Visual inspection of the returned unit found that an aperture was present on the catheter tubing at the 49cm depth marker. When the catheter was relaxed the edges of the aperture did not close the aperture, indicating that material was missing from the catheter tubing. This was further supported during microscopic inspection when the edges of the aperture were noted to not mirror each other. Further inspection under a microscope found that the surface texture along the fracture edges was largely smooth with small areas of granular texture. No striations or indication of sharp instrument damage was found. No further evidence was found to conclusively determine the root cause.